Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 1578.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE:  ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR FEBRUARY 2019 DATA EXTRACT FOR SERIOUS INJURIES EVENTS FOR THE SAPIEN 3 VALVE.

Manufacturer narrative:
CORRECTED DATA: F10, H6. REFERENCE CAPA-20-00141.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4238566,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4426823,I,SI,59,Edwards SAPIEN 3,9600TFX23,3190;4442601,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4447089,I,SI,38,Edwards SAPIEN 3,9600TFX29,3190;4459076,I,SI,372,Edwards SAPIEN 3,9600TFX26,3190;4538904,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4574712,I,SI,399,Edwards SAPIEN 3,9600TFX23,3190;4621754,I,SI,332,Edwards SAPIEN 3,9600TFX26,3190;4644368,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;4666257,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4718204,I,SI,316,Edwards SAPIEN 3,9600TFX26,3190;4334745,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4334745,I,SI,-9,Edwards SAPIEN 3,9600TFX23,3190;4334745,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4859795,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4254734,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4254734,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4460554,I,SI,296,Edwards SAPIEN 3,9600TFX23,3190;4627600,I,SI,269,Edwards SAPIEN 3,9600TFX29,3190;4920465,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;4950795,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;4960016,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;4974267,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;1895709,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;1962729,I,SI,19,Edwards SAPIEN 3,9600TFX26,3190;2324307,I,SI,212,Edwards SAPIEN 3,9600TFX23,3190;2405007,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;2538224,I,SI,217,Edwards SAPIEN 3,9600TFX23,3190;2645570,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;2645570,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;26783,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;2679839,I,SI,-1924,Edwards SAPIEN 3,9600TFX23,2993;2708849,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;3093063,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3093063,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3093063,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;3191049,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;3207999,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3221286,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;3252633,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3252633,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3298991,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3298991,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3361887,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;3520960,I,SI,-1009,Edwards SAPIEN 3,9600TFX23,2993;3578039,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3709650,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;3826569,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;3964775,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4005445,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;4015676,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;4029421,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4034215,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4034215,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4141891,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4154943,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4154943,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4185432,I,SI,111,Edwards SAPIEN 3,9600TFX29,3190;4185432,I,SI,132,Edwards SAPIEN 3,9600TFX29,3190;4185432,I,SI,288,Edwards SAPIEN 3,9600TFX29,3190;4326297,I,SI,36,Edwards SAPIEN 3,9600TFX29,3190;4358440,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4378297,I,SI,360,Edwards SAPIEN 3,9600TFX23,3190;4382045,I,SI,232,Edwards SAPIEN 3,9600TFX29,3190;4386845,I,SI,293,Edwards SAPIEN 3,9600TFX26,3190;4400723,I,SI,184,Edwards SAPIEN 3,9600TFX26,2993;4407539,I,SI,177,Edwards SAPIEN 3,9600TFX26,3190;4407539,I,SI,170,Edwards SAPIEN 3,9600TFX26,3190;4414885,I,SI,135,Edwards SAPIEN 3,9600TFX23,3190;4441590,I,SI,400,Edwards SAPIEN 3,9600TFX23,3190;4447269,I,SI,377,Edwards SAPIEN 3,9600TFX26,3190;4447269,I,SI,377,Edwards SAPIEN 3,9600TFX26,3190;4456245,I,SI,98,Edwards SAPIEN 3,9600TFX26,3190;4456245,I,SI,93,Edwards SAPIEN 3,9600TFX26,3190;4457262,I,SI,195,Edwards SAPIEN 3,9600TFX26,3190;4457262,I,SI,195,Edwards SAPIEN 3,9600TFX26,3190;4465242,I,SI,208,Edwards SAPIEN 3,9600TFX26,3190;4476492,I,SI,331,Edwards SAPIEN 3,9600TFX23,3190;4476492,I,SI,326,Edwards SAPIEN 3,9600TFX23,3190;4476624,I,SI,162,Edwards SAPIEN 3,9600TFX23,3190;4480871,I,SI,256,Edwards SAPIEN 3,9600TFX23,3190;4488976,I,SI,370,Edwards SAPIEN 3,9600TFX26,3190;4489877,I,SI,146,Edwards SAPIEN 3,9600TFX26,3190;4496973,I,SI,276,Edwards SAPIEN 3,9600TFX23,3190;4497070,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4516791,I,SI,89,Edwards SAPIEN 3,9600TFX26,3190;4520525,I,SI,404,Edwards SAPIEN 3,9600TFX29,3190;4523014,I,SI,310,Edwards SAPIEN 3,9600TFX23,3190;4523524,I,SI,228,Edwards SAPIEN 3,9600TFX23,3190;4523524,I,SI,234,Edwards SAPIEN 3,9600TFX23,3190;4530442,I,SI,165,Edwards SAPIEN 3,9600TFX23,3190;4539429,I,SI,77,Edwards SAPIEN 3,9600TFX23,3190;4540002,I,SI,57,Edwards SAPIEN 3,9600TFX23,3190;4553824,I,SI,301,Edwards SAPIEN 3,9600TFX26,3190;4553824,I,SI,282,Edwards SAPIEN 3,9600TFX26,3190;4554965,I,SI,169,Edwards SAPIEN 3,9600TFX26,3190;4554965,I,SI,169,Edwards SAPIEN 3,9600TFX26,3190;4564751,I,SI,345,Edwards SAPIEN 3,9600TFX26,3190;4572233,I,SI,134,Edwards SAPIEN 3,9600TFX23,3190;4572233,I,SI,154,Edwards SAPIEN 3,9600TFX23,3190;4578522,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;4580096,I,SI,247,Edwards SAPIEN 3,9600TFX26,3190;4580096,I,SI,237,Edwards SAPIEN 3,9600TFX26,3190;4580096,I,SI,237,Edwards SAPIEN 3,9600TFX26,3190;4581420,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4581420,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4581420,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4582794,I,SI,365,Edwards SAPIEN 3,9600TFX23,3190;4583130,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4583274,I,SI,342,Edwards SAPIEN 3,9600TFX26,3190;4610498,I,SI,347,Edwards SAPIEN 3,9600TFX23,3190;4616132,I,SI,387,Edwards SAPIEN 3,9600TFX26,3190;4619237,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4619769,I,SI,228,Edwards SAPIEN 3,9600TFX26,3190;4620283,I,SI,92,Edwards SAPIEN 3,9600TFX29,2993;4620283,I,SI,92,Edwards SAPIEN 3,9600TFX29,3190;4620513,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4620537,I,SI,95,Edwards SAPIEN 3,9600TFX26,3190;4629908,I,SI,118,Edwards SAPIEN 3,9600TFX29,3190;4634666,I,SI,301,Edwards SAPIEN 3,9600TFX23,3190;4636023,I,SI,23,Edwards SAPIEN 3,9600TFX26,3190;4636023,I,SI,254,Edwards SAPIEN 3,9600TFX26,3190;4636212,I,SI,194,Edwards SAPIEN 3,9600TFX29,3190;4637916,I,SI,153,Edwards SAPIEN 3,9600TFX23,3190;4646595,I,SI,163,Edwards SAPIEN 3,9600TFX26,3190;4656877,I,SI,113,Edwards SAPIEN 3,9600TFX26,3190;4663886,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4675720,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4675720,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4675926,I,SI,92,Edwards SAPIEN 3,9600TFX20,3190;4691064,I,SI,248,Edwards SAPIEN 3,9600TFX26,3190;4698975,I,SI,240,Edwards SAPIEN 3,9600TFX26,3190;4712739,I,SI,410,Edwards SAPIEN 3,9600TFX26,3190;4720224,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;4721014,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4733007,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4738893,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4738893,I,SI,-96,Edwards SAPIEN 3,9600TFX26,3190;4740212,I,SI,258,Edwards SAPIEN 3,9600TFX23,3190;4811248,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4813439,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;4814369,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4830320,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;4841670,I,SI,22,Edwards SAPIEN 3,9600TFX23,3190;4872589,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4872589,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4874014,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4874014,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4874014,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4878540,I,SI,32,Edwards SAPIEN 3,9600TFX20,3190;4909774,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;4915985,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4918264,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4921323,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4921852,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4922587,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4922587,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;4923797,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4926052,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4926057,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;4926350,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;4926639,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4927686,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4930600,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4930908,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4932524,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4948714,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;4948998,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4949007,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4953783,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4955576,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4955627,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4956319,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;4956664,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4959405,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4959405,I,SI,46,Edwards SAPIEN 3,9600TFX29,3190;4959405,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;4961260,I,SI,29,Edwards SAPIEN 3,9600TFX23,2993;4962074,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4962147,I,SI,26,Edwards SAPIEN 3,9600TFX29,3190;4970858,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4974034,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;4975805,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;4975972,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4976004,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4980569,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;4980918,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4980918,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4980918,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4981121,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4982519,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;4982637,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4982812,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4984852,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4985474,I,SI,27,Edwards SAPIEN 3,9600TFX29,3190;4987073,I,SI,25,Edwards SAPIEN 3,9600TFX26,2993;4987107,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4988590,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4989717,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4989780,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4990545,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;4991277,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4991569,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;4992852,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5003419,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5004766,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5006456,I,SI,19,Edwards SAPIEN 3,9600TFX26,2993;5006950,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5006950,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5006950,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5006966,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5007678,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5008826,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5009187,I,SI,9,Edwards SAPIEN 3,9600TFX23,3190;5010005,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5010005,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5010005,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5010694,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5010694,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5010896,I,SI,22,Edwards SAPIEN 3,9600TFX23,2993;5011037,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5012659,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5013542,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5013920,I,SI,28,Edwards SAPIEN 3,9600TFX23,2993;5014491,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5014602,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5015198,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5016698,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5017114,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5017510,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5017795,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5018713,I,SI,25,Edwards SAPIEN 3,9600TFX26,2993;5018892,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5019853,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5020299,I,SI,47,Edwards SAPIEN 3,9600TFX26,3190;5021306,I,SI,28,Edwards SAPIEN 3,9600TFX23,3190;5021694,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5021995,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5022863,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5023663,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5024187,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5024248,I,SI,33,Edwards SAPIEN 3,9600TFX23,3190;5034915,I,SI,22,Edwards SAPIEN 3,9600TFX23,3190;5035822,I,SI,21,Edwards SAPIEN 3,9600TFX29,2993;5035933,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5035989,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5036540,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5037200,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5038669,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;5039465,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5040112,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5040112,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5041679,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5042220,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5043142,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5043188,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5043248,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5043353,I,SI,41,Edwards SAPIEN 3,9600TFX23,3190;5043477,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5044336,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5044479,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5044946,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;5046972,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5046997,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5047432,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5047601,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5047728,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5048175,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5048189,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5048226,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5048226,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5048226,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5048839,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5049178,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5049710,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5049777,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5049820,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5051113,I,SI,30,Edwards SAPIEN 3,9600TFX26,3190;5051451,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5051451,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5051484,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5051683,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5052380,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5053856,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5054399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5054399,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5066051,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5067038,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5068379,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5068379,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5069121,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5069274,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5069451,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5069474,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5069474,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5069474,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5070779,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5070779,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5070903,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5070963,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5071014,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5071189,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5071538,I,SI,52,Edwards SAPIEN 3,9600TFX26,3190;5072070,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5072147,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5072362,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5072543,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5072598,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5072602,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5072812,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5072845,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5072948,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5072982,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5073135,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5073146,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5073154,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5073219,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5073423,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5073484,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5073589,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5073612,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5073874,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5073967,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5073968,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5074021,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5074021,I,SI,3,Edwards SAPIEN 3,9600TFX20,3190;5074021,I,SI,8,Edwards SAPIEN 3,9600TFX20,3190;5074021,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5074032,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5074215,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5074266,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5074455,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5074455,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5074757,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5074757,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5074757,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5074762,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5074771,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5074797,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5074797,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5074830,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5075406,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5075427,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5075454,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5075570,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5075613,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5075698,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5075698,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5075794,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5075915,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5076104,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5076134,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5076148,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5076350,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5076373,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5076389,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5076587,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5076756,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5076884,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5076896,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5076988,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5076988,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5076988,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5077173,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5077173,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5077185,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5077226,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5077226,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5077263,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5077455,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5077548,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5077565,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5077636,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5077672,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5077737,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5087843,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5088084,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5088084,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5088123,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5088523,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5088616,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5088737,I,SI,44,Edwards SAPIEN 3,9600TFX26,3190;5088852,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5088865,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5088889,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5088897,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5088897,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5088897,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5088977,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5089023,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5089051,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5089087,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5089327,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5089355,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5089355,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5089376,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5089488,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5089536,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5089536,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;5089854,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5089908,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5090202,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5090312,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5090467,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5090467,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5090467,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;5090492,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5090503,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5090534,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5090756,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5090756,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5090775,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5090933,I,SI,11,Edwards SAPIEN 3,9600TFX26,3190;5091041,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5091101,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5091413,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5091744,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5091845,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5091906,I,SI,12,Edwards SAPIEN 3,9600TFX26,2993;5091906,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5091910,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5091912,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5091917,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5091917,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5092115,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;5092237,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5092271,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5092410,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5092746,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5092792,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5092923,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5093010,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5093024,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5093064,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5093080,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5093117,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5093307,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5093427,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5093589,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5093634,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5093634,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5093786,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5093854,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5093896,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5093995,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5094017,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5094030,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5094046,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5094198,I,SI,20,Edwards SAPIEN 3,9600TFX26,2993;5094469,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5094479,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5094479,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5094479,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5094480,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5094493,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5094759,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5094797,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5094820,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5094848,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5094864,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5094912,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5094950,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5095061,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5095061,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5095678,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5095756,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5095756,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5096134,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5096172,I,SI,22,Edwards SAPIEN 3,9600TFX23,2993;5096183,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5096219,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5096399,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5096399,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5096501,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5096501,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5096572,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5096863,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5096940,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5097108,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5097175,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5097327,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5097382,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5097411,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5097426,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5097460,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5097677,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5097677,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5097677,I,SI,7,Edwards SAPIEN 3,9600TFX26,3190;5097677,I,SI,15,Edwards SAPIEN 3,9600TFX26,3190;5098031,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5098031,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5098054,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5098162,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5098176,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5098397,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5098433,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5098443,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5098443,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5098557,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5098645,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5098645,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5098893,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5098999,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5098999,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5099034,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5099097,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5099217,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5099217,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5099641,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5099667,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5099771,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5100062,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5100085,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5100085,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5100227,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5100256,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5100330,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5100544,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5100683,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5100772,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5100772,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;5100908,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5100988,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5100990,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5101268,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5101377,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5101382,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;5101407,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5101456,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5101500,I,SI,26,Edwards SAPIEN 3,9600TFX26,2993;5101515,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5101525,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5101571,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5101591,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5101651,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5101658,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5101689,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5101859,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5101986,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5101997,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5102078,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5102137,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5102156,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5102231,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5102275,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5102279,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5102353,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5102441,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5102671,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5102707,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5102708,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5102708,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5103236,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5103414,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5103428,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5103650,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5103834,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5103872,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5103872,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5103961,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5104049,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5104201,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5104217,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5104217,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5104217,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5104225,I,SI,16,Edwards SAPIEN 3,9600TFX23,2993;5104267,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5104429,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5104506,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5104506,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5104541,I,SI,19,Edwards SAPIEN 3,9600TFX23,2993;5104692,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5104842,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5105109,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5105366,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5105486,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5105520,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5105557,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5105791,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5105793,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5105872,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5105955,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5105987,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5105987,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5106101,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5106105,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5106176,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5106251,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5106343,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5106519,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5106547,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5106613,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5106629,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5106655,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5106659,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5107016,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5107048,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5107095,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5107174,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5107245,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5107263,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5107322,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5107363,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5107410,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5107410,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5107410,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5107417,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5107534,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5107585,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5107631,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5107631,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5107631,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5107680,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5107863,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5118208,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;5118502,I,SI,69,Edwards SAPIEN 3,9600TFX26,3190;5118502,I,SI,68,Edwards SAPIEN 3,9600TFX26,3190;5118507,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5118510,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5118746,I,SI,29,Edwards SAPIEN 3,9600TFX23,3190;5118746,I,SI,14,Edwards SAPIEN 3,9600TFX23,3190;5118765,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5118789,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5118789,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5118789,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5119079,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5119125,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5119162,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5119238,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5119257,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5119531,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5119532,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5119545,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5119545,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5119557,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5119802,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5120272,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5120423,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5120423,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5120688,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5120688,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5120718,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5120718,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5120939,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5121088,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5121261,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5121305,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5121305,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5121486,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5121494,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5121533,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5121558,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5121591,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5121591,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5121701,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5121764,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5121913,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5122035,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5122331,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5122360,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5122360,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5122361,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5122630,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5122630,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5122705,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5122705,I,SI,28,Edwards SAPIEN 3,9600TFX23,3190;5122874,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5123007,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5123060,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5123109,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5123662,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5123725,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5123923,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5124104,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5124117,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5124169,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5124223,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5124268,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5124270,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5124310,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5124310,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5124420,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5124703,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5124772,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5124838,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5124838,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5124838,I,SI,33,Edwards SAPIEN 3,9600TFX29,3190;5124921,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5125110,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5125297,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5125439,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5125600,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5125709,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5125777,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5125947,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5125947,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5125960,I,SI,20,Edwards SAPIEN 3,9600TFX20,2993;5125983,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5126025,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5126364,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5126416,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5126441,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5126441,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5126831,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5126834,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5126902,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5126924,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5127351,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5127351,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5127417,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5127417,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5127424,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5127476,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5127661,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5127680,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5127753,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5127814,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5127890,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5127909,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128073,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5128135,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;5128224,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128321,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5128497,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5128544,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5128703,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5128758,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5128782,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128854,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128876,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5128886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128886,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5128940,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5129230,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5129286,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5129295,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5139803,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5139865,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;5139930,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5139956,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5140184,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5140231,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5140571,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5140999,I,SI,7,Edwards SAPIEN 3,9600TFX20,2993;5141219,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5141224,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5141324,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5141485,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5141513,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5141877,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5141926,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5142162,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5142283,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5142283,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5142391,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5142614,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5142663,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5142850,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5142850,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5142919,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5142920,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5142928,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5143049,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5143049,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5143130,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5143130,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5143130,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5143209,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5143244,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5143361,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5143394,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5143468,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5143521,I,SI,7,Edwards SAPIEN 3,9600TFX26,3190;5143727,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5143778,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5143896,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5143896,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5143914,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5144157,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5144271,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5144320,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5144320,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5144320,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5144359,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5144359,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5144391,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5144488,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5144546,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5144546,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5144645,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5144829,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5144836,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;5144836,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5144901,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5144917,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5144940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5144990,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5145074,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5145099,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5155185,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5155185,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5155352,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5155363,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5155389,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5155396,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5155404,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5155638,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5155931,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5155931,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5155980,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5156190,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5156212,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5156271,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5156473,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5156584,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5156654,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5156655,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5156709,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5157477,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5157503,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5157531,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5157531,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5157705,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5157848,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5157984,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5158135,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5158135,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5158143,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5158364,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5158382,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5158464,I,SI,14,Edwards SAPIEN 3,9600TFX23,2993;5158464,I,SI,14,Edwards SAPIEN 3,9600TFX23,3190;5158503,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5158698,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5158698,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5158698,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5158793,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5159013,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5159222,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5159280,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5159281,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5159462,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5159465,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5159567,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5159741,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5159899,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5159914,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5159914,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5159914,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5159995,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5160034,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5160106,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5160129,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5160247,I,SI,56,Edwards SAPIEN 3,9600TFX26,3190;5160461,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5160517,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5160607,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5160651,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5160660,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5160953,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5161047,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5161108,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5161108,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5161114,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5161178,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5161298,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5161605,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5162083,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5162139,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5162194,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5162194,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5162315,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5162378,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5162542,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5162629,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5162820,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5162820,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;5162850,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5163057,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5163115,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5163245,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5163345,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5163460,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5163913,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5163981,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5164092,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5164156,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5164205,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5164684,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5164752,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5164864,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5164864,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5165073,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5165255,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5165314,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5165314,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5165314,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5165317,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5165329,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5165436,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5165477,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5165505,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5165618,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5165729,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5165731,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5165962,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5166017,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5166043,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5166076,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5166253,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5166391,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5166402,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5166563,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5166563,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5166623,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5166653,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5166653,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5166789,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5166789,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5166867,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5166878,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5166890,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5166959,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5167114,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5167114,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5167267,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5167442,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5167453,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5167644,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5167656,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5167960,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5168018,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5168018,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5168018,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5168074,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5168274,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5168274,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5168306,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5168306,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5168306,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5168440,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5168575,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5168575,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5168664,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5168889,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5169177,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5169185,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5169185,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5169185,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5169185,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5169185,I,SI,11,Edwards SAPIEN 3,9600TFX23,3190;5169201,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5169317,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5169393,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5169657,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5169657,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5169657,I,SI,24,Edwards SAPIEN 3,9600TFX29,3190;5169776,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5169786,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5169802,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5170123,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5170175,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5170175,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5170232,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5170266,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5170268,I,SI,13,Edwards SAPIEN 3,9600TFX23,3190;5170286,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5170361,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5170361,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5170427,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5170479,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5170512,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5170928,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5170977,I,SI,32,Edwards SAPIEN 3,9600TFX23,3190;5171022,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5171030,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5171131,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171134,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5171187,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171210,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171219,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5171356,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5171378,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171378,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171549,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5171549,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5171549,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5171614,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5171656,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5171684,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5171700,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5171700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5171717,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5171768,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5171879,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5171913,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5172047,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5172081,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5172105,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5172169,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5172169,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5172169,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5172230,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5182408,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5182487,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5182488,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5182497,I,SI,22,Edwards SAPIEN 3,9600TFX29,3190;5182613,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5182647,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5182707,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5182767,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5182891,I,SI,11,Edwards SAPIEN 3,9600TFX23,2993;5182891,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5182891,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5182893,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5183239,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5183293,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5183399,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5183399,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5183542,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5183580,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5183607,I,SI,8,Edwards SAPIEN 3,9600TFX20,2993;5183607,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5183607,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5183607,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5183655,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5183689,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5184007,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5184023,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5184050,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5184159,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5184234,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5184238,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5184509,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5184509,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5184509,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5184621,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5184634,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5184697,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5184827,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5184891,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5184917,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5185102,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5185110,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5185169,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5185279,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5185313,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5185496,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5185499,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5185523,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5185570,I,SI,23,Edwards SAPIEN 3,9600TFX20,3190;5185570,I,SI,20,Edwards SAPIEN 3,9600TFX20,3190;5185599,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5185599,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5185668,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5185676,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5185807,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5185890,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5185962,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5185998,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5186003,I,SI,16,Edwards SAPIEN 3,9600TFX20,2993;5186003,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5186028,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5186028,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5186108,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5186263,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5186323,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5186355,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5186356,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5186484,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5186521,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5186633,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5186655,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5186686,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5186709,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5186756,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5186816,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5186836,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5186861,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5186974,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5187135,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5187148,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5187148,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5187267,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5187309,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5187365,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5187486,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5187487,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5187548,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5187556,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5187602,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;5187602,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5187733,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5187905,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5187967,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5187967,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5187993,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5188150,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5188205,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5188604,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5188643,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5188656,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5188706,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5188706,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5188766,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5188966,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5189002,I,SI,19,Edwards SAPIEN 3,9600TFX29,2993;5189193,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5189310,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5189345,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5189445,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5189495,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5189536,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5189724,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5189907,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5189931,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5190308,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5190513,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5190514,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5190572,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5190604,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5190641,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5190882,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5190969,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5191030,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5191172,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;5191172,I,SI,15,Edwards SAPIEN 3,9600TFX29,3190;5191185,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5191554,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5191554,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5191557,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5191557,I,SI,22,Edwards SAPIEN 3,9600TFX26,3190;5191837,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5192074,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5192222,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5192374,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5192471,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5192545,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5192545,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5192749,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5192749,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5192753,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5192777,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5192777,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5192777,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5192882,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5192904,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5192939,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5192956,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5192956,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5193002,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5193031,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5193187,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5193264,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5193460,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5193580,I,SI,13,Edwards SAPIEN 3,9600TFX20,2993;5193580,I,SI,4,Edwards SAPIEN 3,9600TFX20,3190;5193659,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5193659,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5193743,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5194029,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5194080,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5194125,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5194245,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5194274,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5194284,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5194757,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5194757,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5195057,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5195262,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5195271,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5195317,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5195617,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5195889,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5195944,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5195960,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5196127,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5196127,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5196452,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5196452,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5196452,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5196452,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5196452,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5196894,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5196902,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5196917,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5196954,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5197123,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5197135,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5197214,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5197230,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5197261,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5197301,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5197339,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5197391,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5197391,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5197399,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5197887,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5197887,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5198010,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5198046,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5198162,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5198162,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5198235,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5198311,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5198359,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5198404,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5198419,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5198435,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5198486,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5198492,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5198608,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5198666,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5198759,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5198931,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5198947,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5198980,I,SI,28,Edwards SAPIEN 3,9600TFX29,3190;5198994,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5199103,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5199207,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5199299,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5199490,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5199510,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5199510,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5199589,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5199663,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5199663,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5199755,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5199755,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5199889,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5199923,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5199927,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5199988,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5200165,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5200695,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5200695,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5200975,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5201087,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5201284,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5201467,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5201728,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5201837,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5201982,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5202117,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5202166,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5202243,I,SI,30,Edwards SAPIEN 3,9600TFX23,3190;5202387,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5202668,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5202714,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5202799,I,SI,27,Edwards SAPIEN 3,9600TFX29,2993;5202964,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5202964,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5203178,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5203178,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5203213,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5203216,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5203316,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5203317,I,SI,415,Edwards SAPIEN 3,9600TFX26,3190;5203343,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5203381,I,SI,18,Edwards SAPIEN 3,9600TFX23,3190;5203598,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5203620,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5203646,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5203822,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5203845,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5203857,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5204057,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5204373,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5204373,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5204388,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5204388,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5204388,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5204388,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5204472,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5204607,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5204719,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5204729,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5204764,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5204764,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5204907,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5204990,I,SI,31,Edwards SAPIEN 3,9600TFX23,2993;5204991,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5204991,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5205289,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5205325,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5205344,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5205344,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5205455,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5205470,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5205540,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5205640,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5205647,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5205679,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5205679,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5205681,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5205689,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5205726,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5205740,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5205778,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5205783,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5205894,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5205922,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5205953,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5205953,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5205954,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5205960,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5206206,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5206256,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5206256,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5206349,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5206472,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5206724,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5206780,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5206900,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5206983,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5207115,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5207115,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5207232,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5207247,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5207275,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5207484,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5207491,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5207512,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5207568,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5208012,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5208012,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5208087,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5208087,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5208353,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5208505,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5208515,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5208586,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5208707,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5209039,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5209106,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5209451,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5209461,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5209555,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5209577,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5209623,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5209694,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5209737,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5209769,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5209769,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5209789,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5209838,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5210095,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5210174,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5210331,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5210645,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5210650,I,SI,16,Edwards SAPIEN 3,9600TFX26,2993;5210691,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5210753,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5210766,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5210784,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5210869,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5210906,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5211296,I,SI,19,Edwards SAPIEN 3,9600TFX26,3190;5211444,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5211614,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5211730,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5211781,I,SI,17,Edwards SAPIEN 3,9600TFX26,3190;5211781,I,SI,58,Edwards SAPIEN 3,9600TFX26,3190;5212142,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5212182,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5212193,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5212276,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5212595,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5212598,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5212631,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5212728,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5212817,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5212982,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5212992,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5213043,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5213043,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5213289,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5213370,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5213508,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5213508,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5213693,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5213913,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5214022,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5214145,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5214437,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5214509,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5214609,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5214686,I,SI,20,Edwards SAPIEN 3,9600TFX26,3190;5214850,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5214948,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5214948,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5214996,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5215132,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5215286,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5215286,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5215808,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5216044,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5216255,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5216476,I,SI,25,Edwards SAPIEN 3,9600TFX23,2993;5216576,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5216732,I,SI,30,Edwards SAPIEN 3,9600TFX29,3190;5216755,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5216889,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5216917,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5217034,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5217130,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5217161,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5217296,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5217296,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5217464,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5217782,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5217885,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5217895,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5217909,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5218108,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5218318,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5218449,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5218449,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5218530,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5218559,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5218573,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5218694,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5218694,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5218727,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5218735,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5218826,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5218930,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5219093,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5219093,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5219094,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5219101,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5219152,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5219157,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5219158,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5219214,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5219263,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5219285,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5219341,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5219344,I,SI,22,Edwards SAPIEN 3,9600TFX29,2993;5219684,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5219700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5219700,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5219700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5219700,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5219880,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5219985,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5220045,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5220097,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5220322,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5220362,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5220405,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5220438,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5220480,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5220590,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5220656,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5220870,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5220907,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5220910,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5220919,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5220929,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5220937,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5220937,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5220959,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5220972,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5220996,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5221001,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5221025,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221025,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221038,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221042,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5221071,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5221142,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5221154,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5221154,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221744,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5221775,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5221775,I,SI,4,Edwards SAPIEN 3,9600TFX29,3190;5221965,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5222129,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5222146,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5222179,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5222218,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5222297,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5222297,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5222789,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5222912,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5223128,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5223128,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5223273,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5223273,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5223347,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5223578,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5223901,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5223978,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5224681,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5224748,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5225011,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5225015,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5225159,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5225369,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5225516,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;2123459,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;3311855,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3311855,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3311855,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3657870,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4348599,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4348599,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;4497756,I,SI,91,Edwards SAPIEN 3,9600TFX23,2993;4707408,I,SI,24,Edwards SAPIEN 3,9600TFX29,3190;4828729,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5076474,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5090607,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5102233,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5122452,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5122452,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5123681,I,SI,43,Edwards SAPIEN 3,9600TFX29,3190;5127563,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5129302,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5142117,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5144759,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5144759,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5144759,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5144818,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5159847,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5163689,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5168597,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5168597,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5170632,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5192861,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5192861,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5192861,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5197206,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5197206,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5208118,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5209227,I,SI,35,Edwards SAPIEN 3,9600TFX29,3190;5219245,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5221168,I,SI,61,Edwards SAPIEN 3,9600TFX26,2993;4226616,S,SI,9,Edwards SAPIEN 3,9600TFX23,3190;4338857,S,SI,3,Edwards SAPIEN 3,9600TFX23,3190;4284367,S,SI,189,Edwards SAPIEN 3,9600TFX23,3190;4284367,S,SI,179,Edwards SAPIEN 3,9600TFX23,3190;4391788,S,SI,135,Edwards SAPIEN 3,9600TFX23,3190;4445642,S,SI,33,Edwards SAPIEN 3,9600TFX29,3190;4476446,S,SI,70,Edwards SAPIEN 3,9600TFX29,3190;4476446,S,SI,70,Edwards SAPIEN 3,9600TFX29,3190;4408620,S,SI,69,Edwards SAPIEN 3,9600TFX23,3190;4408620,S,SI,208,Edwards SAPIEN 3,9600TFX23,3190;4497371,S,SI,2,Edwards SAPIEN 3,9600TFX23,2993;4524539,S,SI,103,Edwards SAPIEN 3,9600TFX29,3190;4524539,S,SI,114,Edwards SAPIEN 3,9600TFX29,3190;4526284,S,SI,205,Edwards SAPIEN 3,9600TFX29,3190;4537582,S,SI,30,Edwards SAPIEN 3,9600TFX20,3190;4633145,S,SI,151,Edwards SAPIEN 3,9600TFX26,2993;4633145,S,SI,351,Edwards SAPIEN 3,9600TFX26,2993;4723911,S,SI,226,Edwards SAPIEN 3,9600TFX20,3190;4752435,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4824743,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4830332,S,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4836211,S,SI,2,Edwards SAPIEN 3,9600TFX29,2993;4870385,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4866743,S,SI,24,Edwards SAPIEN 3,9600TFX26,2993;4951616,S,SI,8,Edwards SAPIEN 3,9600TFX26,2993;4952989,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4977123,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5053483,S,SI,14,Edwards SAPIEN 3,9600TFX29,2993;5053483,S,SI,8,Edwards SAPIEN 3,9600TFX29,3190;4988800,S,SI,7,Edwards SAPIEN 3,9600TFX20,2993;5008507,S,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5009310,S,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5015883,S,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5020285,S,SI,26,Edwards SAPIEN 3,9600TFX26,3190;5020900,S,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5024773,S,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5049890,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5052306,S,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5053798,S,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5065946,S,SI,22,Edwards SAPIEN 3,9600TFX20,2993